Event description:
The complainant reported that during support of impella cp while repositioning it was pulled back across aorta and unable to recross. The device was removed and new impella cp implanted. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position across aorta during transport and was unable to be recrossed aortic valve. Device history review: the device passed all post sterile inspection checks.